Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for three days. The pump passed the displacement and self tests. The pump communicated properly with the glucose sensor simulator test and no alarms were noted. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.